Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va0501u serial# implanted: explanted: product type lead product ID 3389s-40 lot# va0501u serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient only has leads implanted at the time of the report. The patient previously had their ins removed in anticipation for a lead revision due to a possible wound infection of the dbs. No further complications were reported or anticipated.